Event description:
It was reported that the patient had a pocket revision today. It was stated that there was a minor change to the pocket incision. Please refer to mfg. Report # 3004209178-2014-00730, as the patient experienced a power-on-reset (por) condition when turning the ins back on after the revision.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# va086hd, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).